Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. (B)(6), USA has been used as a default. Investigation summary: batch 9212070 (301603) was manufactured either in 2009 or earlier and is well past its shelf life. This product is no longer in production. It is possible the label requirement at the time it was produced did not include expiration date on the particular label in question. No defects were confirmed for the issues described in the complaint, therefore no actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 5ml s/t was missing the expiration date. The following information was provided by the initial reporter: material no:301603. Batch no: 9212070. It was reported that the expiration date was missing from the box.